Event description:
It was reported that during a hospital pre-test, the obturator of the tracheostomy tube would not fit despite multiple attempts. A new device had to be obtained. No additional information was available. No patient injury was reported.

Manufacturer narrative:
A used sample was received to perform an investigation. A device history record (DHR) review could not be performed as the lot number was unknown. A visual inspection was performed at 12 inches under normal lighting, and no damage was detected on the trach tube. Functional testing could not be performed because the obturator was not received. No root cause could be determinate as the failure mode could not be reproduced without the obturator. The instructions for use (IFU) inform the user that the obturator is bent to facilitate its use with the tube. Bending the obturator from its original shape may make it difficult to insert or remove from the tube which can result in a delayed procedure or inadequate ventilation this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).